Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. Other mechanical damages found during investigation are attributable to the removal surgery. All the problems given in the recipient report appear to match well with this finding. This is the final report.

Event description:
The user had a bump to their head and lost hearing with the device. The user was re-implanted on (B)(6) 2020.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a bump to their head and lost hearing with the device. The user was re-implanted on (B)(6) 2020.